Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damages was observed. The presence of the hydrophilic coating was confirmed. The involved stent was found detached at the hub. The stent was removed. Microscopic inspection was performed along the body of the prowler select plus microcatheter. No damages were found. The device was flushed with a lab sample syringe until water is observed coming out from the distal tip. After flushing, a 0.014-inch lab sample guidewire was introduced into the microcatheter; the guidewire was able to be advanced through the entire length of the microcatheter. The inner diameter (ID) and outer diameter (od) of the microcatheter were confirmed to be within specifications. The lab sample guide wire was able to pass through the entire length of the guide catheter without significant resistance. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) contains the following caution: ¿ if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.1, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 24-oct-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.1, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, sex, weight, race, and ethnicity were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. The full UDI is not available without the expiration date. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. The full UDI is not available without the manufacture date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 8779798) was impeded in the middle section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown) and could not be further advanced. The physician removed the stent and microcatheter from the patient¿s anatomy and replaced the stent. The procedure was completed using the original concomitant microcatheter. The procedure was reportedly prolonged by approximately 10 minutes. There was no report of any negative patient impact. On 19-sep-2024, additional information was received. Per the information, the target vessel of the procedure was the right middle cerebral artery (mca). A continuous flush was maintained through the microcatheter. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was not another 4mm x 30mm enterprise 2 stent (encr403012). The additional information also confirmed there was no negative patient impact and that the physician did not consider the 10-minute procedure extension to be clinically significant.